Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device discarded by customer.

Event description:
As reported: "the anchorage mtp-plate broke and had to be removed. The plate is not available for inspection. A revision surgery probably had to be performed.